Event description:
A report was received that the patient had swelling and pain at the lead site. It was also reported that the patient had mild headache and fever in the evening. The nurse believed that the patient might have a cerebro spinal fluid (csf) leakage. The patient will undergo a revision procedure wherein the lead will be repositioned.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2218-50e serial #: (B)(4) description: trial linear st lead, 50cm.

Event description:
A report was received that the patient had swelling and pain at the lead site. It was also reported that the patient had mild headache and fever in the evening. The nurse believed that the patient might have a cerebro spinal fluid (csf) leakage. The patient will undergo a revision procedure wherein the lead will be repositioned.

Manufacturer narrative:
Additional information was received that the patient underwent a lead replacement procedure due to lead migration. No device malfunction suspected. The patient was doing well post-operatively.

Event description:
A report was received that the patient had swelling and pain at the lead site. It was also reported that the patient had mild headache and fever in the evening. The nurse believed that the patient might have a cerebro spinal fluid (csf) leakage. The patient will undergo a revision procedure wherein the lead will be repositioned.